Event description:
The a2000 mayfield skull clamp was being used on a (B)(6) male patient when the pressure dropped from 80lbs to 20lbs and caused a laceration. No further details were provided. Additional information has been requested.

Manufacturer narrative:
Integra has completed their internal investigation on 12/15/2016. The product was not returned for evaluation after several documented attempts. A DHR review cannot be performed at this time as the lot number was not provided nor was the product sent in for inspection. No manufacturing or design related trend has been identified. In summary, the device was not released for evaluation therefore the root cause to the end users experience could not be determined. Due to the nature of this reported failure the mayfield patient positioning for success chart has been provided as a refresher tool.